Event description:
It was reported that during a da vinci-assisted surgical procedure, the end of the force bipolar instrument was breaking off. The customer stated that they removed the instrument and there were no fragments that fell in the patient. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that the instrument was inspected prior to use in the abdominal hernia procedure and no issues were found. The customer reported that the instrument had issues with the articulation such as the opening/closing grips, pitch, and yaw movements. There was one cable protruding from the tip of the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the force bipolar instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at the distal end on the force amplification pulley. Some bundles/filaments of the cable were frayed but the cable is not fully broken as reported by the customer. No broken cables/wires/tips were found. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.